Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: total bladder extraction, ileocecal conduit expansion. Detailed description of event: [facility] hospital. This is a complaint from the market. Administrative no. (B)(4). Report from the sales rep: when inserted into the body cavity, the bag had come off the support wire just as the device was pushed it in. It was a robotic surgery. The case was completed with the new one. We would like to know if there is a possibility of the bag coming off the support wire during the manufacturing process. Initial investigation report: the event unit was returned to us and visually inspected. The bag was found to be detached from the device. The unit will be returned to amr for further evaluation. Admin# (B)(4). Products available for return: 1 package, 1 introducer, 1 bag. Patient status: no patient injury. Type of intervention: the case was completed with the new one.

Event description:
Name of procedure being performed: total bladder extraction, ileocecal conduit expansion: detailed description of event: [facility] hospital. This is a complaint from the market. Administrative (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep. When inserted into the body cavity, the bag had come off the support wire just as the device was pushed it in. It was a robotic surgery. The case was completed with the new one. We would like to know if there is a possibility of the bag coming off the support wire during the manufacturing process. Initial investigation report. The event unit was returned to us and visually inspected. The bag was found to be detached from the device. The unit will be returned to amr for further evaluation. Admin# (B)(4). Products available for return: 1 package, 1 introducer, 1 bag. Patient status: no patient injury. Type of intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of the tissue bag coming off the metal supports as the tissue bag was returned detached from the unit. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.